Manufacturer narrative:
(B)(4): evaluation results: dissection, myocardial infarction.

Event description:
Mi event was identified by the clinical events committee and deemed to be consistent with an mi. Three lesions were treated (overlapping) in the rca. One endeavor drug-eluting stent was implanted in the proximal rca, as treatment of the target lesion (MFR report # 2953200-2009-00179). One endeavor drug-eluting stent was implanted in the proximal rca (overlapping) for treatment of complication/dissection/bailout (MFR report # 2953200-2010-00975). One endeavor drug-eluting stent was implanted in the mid rca, as treatment of the target lesion (MFR report # 2953200-2009-00180). Two micro driver bare-metal stents were implanted (overlapping) in the mid rca as treatment of complication/dissection/bailout (MFR report # 2953200-2010-00976). One endeavor drug-eluting stent was implanted to the distal rca as treatment of the target lesion (MFR report # 2953200-2010-00978). One micro driver bare-metal stent was implanted to the distal rca (overlapping) as treatment of target lesion (MFR report # 2953200-2010-00979). The investigator reported that the artery of the pt was very tortuous. The presence of calcification made the progression of the stents difficult. There were small dissections with a heterogeneous image with an aspect of an incomplete result at the border of the stents, which made it necessary to implant another stent. It was reported that an mi occurred one day after the index procedure. Mi was categorized as a non q wave mi, in the territory of the implanted stent. Pt was asymptomatic/free of symptoms at 30 day and 6 month follow-up. Approximately 7 months following index procedure, a ptca revascularization was carried out in the mid rca, due to restenosis after previous ptca. Another manufacturer's stent was implanted. Investigator has indicated that event was related to the study stent.